Event description:
The user facility reported that involved angio-seal device was implanted in the patient. The event was reported to the patient and hospital. The device was deployed successfully, and the patient has not experienced any adverse effects. There was no reported blood loss. The device expired on 31 aug 2023 and used on (B)(6) 2023. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event did not result in patient injury and/or require medical or surgical intervention. The event occurred intra-operative additional device was used on 25 sep 2023: the type of procedure performed was a peripheral intervention. Hemostasis was achieved using the involved expired angio-seal. The procedure was completed successfully as intended using the angio seal. The patient is stable condition. There were no concomitant medical products used with the involved device.

Manufacturer narrative:
A1: patient identifier: hospital does not wish to disclose. A2: age & date of birth: hospital does not wish to disclose. A3: patient sex: hospital does not wish to disclose. A4: weight: hospital does not wish to disclose. A5: ethnicity: hospital does not wish to disclose. A6: race: hospital does not wish to disclose. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for device misuse. The likely cause was determined to have been use of an expired product. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).